Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d; 459878 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure the patient experienced pneumothorax. The right atrial (ra) lead was revised and remains in use. No further patient complications have been reported as a result of this event.